Event description:
Pt was in ICU at (B)(6) hospital, while pt was on ventilator, the ventilator started alarming with error code 706. Pt was transferred to another ventilator. Vent was sent in for repair and was just received back after over 3 months at the ge repair center and out of service for our pts.